Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, the right atrial lead exhibited high impedance measurements due to a suspected fracture. The patient had an underlying rhythm of less than 25 beats per minute. The physician elected to upgrade the patient's device to a dual chamber and cap and replace the lead on (B)(6) 2016. The patient was doing great at the post op check and was discharged.